Event description:
This is 1 of 2 reports linked to mfg report number: 3013886523-2022-00239. A physician reported a certas valve (828804) was implanted in a (B)(6)-year old female patient via l-p shunt on (B)(6) 2022 with unknown setting. It was used with bactiseal catheter (ID 823074) (serial;unk) and the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6) 2022 an MRI examination was performed and ventricular enlargement was confirmed. An attempt was made to change the pressure, however, it was not possible. The patient had no clinical symptoms. On (B)(6) 2022 ventricular enlargement was confirmed again when an MRI examination was performed. A shunt obstruction was suspected, therefore the valve was removed and replaced on (B)(6) 2022. The catheter was also removed and it is unknown if it was replaced.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (ID 828804) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected; needle holes in the needle chamber. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no functional issues were noted.